Manufacturer narrative:
Investigation results: the visual inspection revealed that the stop cock still attached to the short port btt and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon removal of the syringe, the black check valve dislodged. Based on the reported complaint and the analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two short port btt black inflation valves dislodged (popped out) and the balloons would not remain inflated. Staff finally used a 3-way stop cock on the second device in order to complete the procedure. The hosp did not report any pt complications. This report is for the second device.